Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that the patient landed -1.50 week one with a zxr00 symfony lens. The target was -.11. A follow up information revealed that the lens had been displaced and it was almost in the sulcus. The doctor plans to reposition the lens. No further information was available.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.